Manufacturer narrative:
It was reported that the "syringe detaches itself from the tap connected causing air entry to the system during procedure." The customer did not report any serious injury, medical intervention required, or follow-up care needed as a result of the reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No additional details are available related to the customer reported issue. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the "syringe detaches itself from the tap connected causing air entry to the system during procedure."